Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 4.0 pounds due to faulty force sensor resistor. Device received with minor scratched display window. Device received with cracked battery tube threads. Device received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed a compromised force sensor system alarm during rewind. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.